Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for a device upgrade procedure. During the procedure the left ventricular lead dislodged. The lead was turned off since (B)(6) 2018 due to dislodgement. The lead was capped on (B)(6) 2018 and remains in the coronary sinus. A new lead was implanted. The patient was in a stable condition.